Event description:
Boston scientific received information that the patient with this pacemaker came into the clinic four months ago for a normal follow up visit and the device indicated it had one year of life remaining. The device was recently interrogated and was in retry mode and had triggered end of life (eol); however, it is unknown when eol was triggered. The patient was to be scheduled for a change out procedure in the near future. It was noted that the device would be returned and replaced with a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.